Event description:
Pt alleges receiving two toe implants on an unk date and of an unk MFR. Pt also alleges both implants have fractured and one has already been removed and replaced with a steel pin and bone from her hip.